Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 8mm vessel sealer extend (vse) jaws that would not open. The procedure was completed with no reported injury. The vessel sealer is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21st april 2022: the customer had no additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 8mm vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the instrument log for the vessel sealer extend (480422-01/l92211227-0218) associated with this event has been performed. Per logs, the vessel sealer extend instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 0 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the vse instrument jaws would not open. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.